Event description:
Pacemaker was not pacing, patient became suddenly asystolic. CPR performed. Screen was blank, pm turned on twice and 'emergency' hit twice, with no result. Another pacer obtained to pace patient appropriately. After patient stabilized, battery was replaced.